Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient¿s blood glucose had been running higher than normal, with no signs or symptoms indicated. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There was no reported adverse event associated with this complaint. This complaint is being reported due to a potential inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: during investigation, a review of the pump black box data and histories showed that the information for the complaint had been overwritten due to continue use. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During testing, a delivery accuracy test was performed; pump was found to be delivering insulin within the required specifications. The complaint of inaccurate delivery was unable to be duplicated due to the pump information for the complaint date had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.